Event description:
It was reported that, during a generator change due to normal battery depletion, this implantable pacemaker experienced setscrew issues as it was alleged that they would not turn. Eventually the issue was resolved and the explant along with the replacement were successfully performed. No further adverse patient effects were reported.